Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were unable to learn of the patient¿s weight since they weren't present at their surgery. No further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: extension; product ID: 3387s-40, lot# v012723, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: lead; product ID: 3387s-40, lot# va0935y, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-apr-2021, UDI# (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 23-mar-2021, UDI # (B)(4); product ID: 3387s-40, serial/lot #: v012723, ubd: 22-may-2009, (B)(4); product ID: 3387s-40, serial/lot #: va0935y, ubd: 05-mar-2016, UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's full system was removed due to erosion at the lead/connection site. The hardware eroded at the lead and over one of her extensions. Surgeon had no alternative other than explant all of her hardware. No environmental/external/patient factors that may have led or contributed to the issue were reported. No diagnostics/troubleshooting was done. Interventions/actions included explant of hardware. The issue is reported to be resolved. The hardware was discarded by the customer and will not be returned for analysis. No further complications were reported or anticipated.